Event description:
It was reported that there was a thrombus on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that were reported. One year post implant the patient was having symptoms of afib. The patient came in and had a transesophageal echocardiogram performed. The image results showed that there was a thrombus found on the device. At the 45-day follow up procedure the device was clear and there was no thrombus seen. After they found the thrombus, the physician put the patient on coumadin and then will follow up in three months.